Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip xtw referenced is filed under a separate medwatch report.

Event description:
This is being filed to report a mitraclip xt that became entangled in the chordae. It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr), dilated left atrium, dense chordae network, and a restricted posterior leaflet. During a mitraclip procedure with an xtw clip, establishing final arm angle (efaa) was successful during preparation and the first efaa. During the second efaa, the xtw clip opened to about 5 degrees. After deployment, the clip opened to 20 degrees. The mr grade increased from 1-2 before deployment, to 2 post-deployment. It was decided to implant a second mitraclip to further reduce the mr. An xt clip became entangled in the chordae, due to a dense chordae network and suboptimal trajectory. Troubleshooting such as inverting the clip and small counter-movements in left ventricle were performed without success. During deployment, the clip tilted due to the strong chordae interaction and mr increased again. A third mitraclip, an nt, was implanted to stabilize the xt clip and further reduce the mr. The mr was not significantly reduced, and was grade 3-4 post procedure. Further treatment options will be discussed with the patient. There was no clinically significant delay or adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported entrapment of device (clip caught on chordae) was due to challenging anatomy in conjunction with procedural conditions (i.e., suboptimal trajectory of clip). The reported migration (partial clip movement, clip tilting) appears to be due to the entrapment as interaction with chordae ultimately led to clip movement. The reported unchanged mr was due to the clip movement. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.